Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the needle would break off in insertion site with an unspecified bd pen needle 5mm. The following information was provided by the initial reporter: patient attempted to administer insulin but the needles kept breaking off in the skin. Patient had to remove the needles with pliers. The patient was able to administer insulin using another needle.

Event description:
It was reported that during use the needle would break off in insertion site with an unspecified bd pen needle 5mm. The following information was provided by the initial reporter: patient attempted to administer insulin but the needles kept breaking off in the skin. Patient had to remove the needles with pliers. The patient was able to administer insulin using another needle.

Manufacturer narrative:
Investigation: one open and sixteen sealed 31g x 5mm pen needle samples were returned from an unknown lot. No., cat. No. Unknown. Visual examination was carried out on all seventeen samples and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.